Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's parent reported via phone call, the battery on the insulin pump needs to be changed often. The device also alarmed motor error. The device alarm history file reported the device alarmed battery out limit, low battery, and motor error. Customer doesn't use the sensor future and the battery cap was not parallel with the reservoir tubing, since the customer wets his bed and parents are concerned of urine getting into the device. Customer's parent stated the device alarmed motor error when the battery was changed. Customer's parents were advised to use recommended batteries as the motor error alarm occurred after off no power and delivery stopped. Customer's parents will attempt a new battery and call back in any issue occurs. The device is not returning for analysis.